Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump shuts off in the middle of the night. Customer's blood glucose was 435 mg/dl at the time of incident. Attempted to call the customer back to get more information on the insulin pump issues and spoke with the customer's parent. Customer's parent stated to call back in an hour to troubleshoot with the customer. Third attempt was made and was able to speak with the customer. Customer stated that she treated for the high blood glucose of 435 mg/dl and the current blood glucose reading was 182 mg/dl. Advised customer that a replacement battery cap will be sent and went over site location for the sensor and explained when to calibrate. Advised customer's parent to ask the customer 's healthcare professional for the recommended insulin for the insulin pump. No troubleshooting was performed for high blood glucose reading. Insulin pump is not expected to return for analysis.